Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report from the pd registered nurse (pdrn) of a large drain volume. A review of the patient¿s treatment records identified a drain volume of 16301 ml during drain 1 of the treatment. This drain volume is 652% the patient's prescribed fill volume of 2500 ml. The patient had reportedly cancelled treatment after noticing the drain volume and re-setup and completed treatment successfully on the cycler. As a result of the iipv event, the technical support representative advised they discontinue use of the cycler and revert to an alternate treatment plan. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up, the pdrn reported the patient did not experience any symptoms, adverse events, nor injuries requiring medical intervention as a result of the reported event. The patient has received a new cycler but it was not delivered on the expected date. Patient was using continuous ambulatory peritoneal dialysis (capd) until it arrived. The new cycler is working well and the patient is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak, catch-post hipot, patient hipot current leakage and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report from the pd registered nurse (pdrn) of a large drain volume. A review of the patient¿s treatment records identified a drain volume of 16301 ml during drain 1 of the treatment. This drain volume is 652% the patient's prescribed fill volume of 2500 ml. The patient had reportedly cancelled treatment after noticing the drain volume and re-setup and completed treatment successfully on the cycler. As a result of the iipv event, the technical support representative advised they discontinue use of the cycler and revert to an alternate treatment plan. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up, the pdrn reported the patient did not experience any symptoms, adverse events, nor injuries requiring medical intervention as a result of the reported event. The patient has received a new cycler but it was not delivered on the expected date. Patient was using continuous ambulatory peritoneal dialysis (capd) until it arrived. The new cycler is working well and the patient is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report from the pd registered nurse (pdrn) of a large drain volume. A review of the patient¿s treatment records identified a drain volume of 16301 ml during drain 1 of the treatment. This drain volume is 652% the patient's prescribed fill volume of 2500 ml. The patient had reportedly cancelled treatment after noticing the drain volume and re-setup and completed treatment successfully on the cycler. As a result of the iipv event, the technical support representative advised they discontinue use of the cycler and revert to an alternate treatment plan. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up, the pdrn reported the patient did not experience any symptoms, adverse events, nor injuries requiring medical intervention as a result of the reported event. The patient has received a new cycler but it was not delivered on the expected date. Patient was using continuous ambulatory peritoneal dialysis (capd) until it arrived. The new cycler is working well and the patient is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.